Event description:
It was reported that the patient presented in the operation room for right ventricular (rv) lead intervention. Prior to the procedure, it was noted that the right ventricular (rv) lead was over-sensing noise. The rv lead was explanted and replaced with an alternate rv lead. The patient's condition was stable.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. As received, a complete lead was returned in two pieces for analysis which consists of a connector portion measuring 8.5 cm and a distal portion measuring 40.8cm/ 43.6cm (outer insulation and outer coil/ inner insulation and inner coil). Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged inner insulation which consistent with procedural damage.